Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was about 1.5 by 1.2 centimeters in size and located in the left lower lobe, superior segment, about 3 millimeters away from the major fissure. The procedure was completed as planned. After the procedure, a moderately sized pneumothorax was discovered via chest x ray. Per the physician, the procedure was deemed to be high risk as the patient already had pre-existing emphysema with moderate sized pneumothorax. The patient was admitted for a total of 6 days, but for both pneumothorax treatment, oncology, and cardiothoracic surgery evaluation. The patient was subsequently discharged home. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. System logs were not available for review at this time.